Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer stated the contacts on the battery cap are damaged. The customer's blood glucose was 300mg/dl. Customer treated high blood glucose by replacing the battery and giving himself a bolus; but declined troubleshoot.